Event description:
Customer reported that a patient developed an infection with redness and pain ten days following a plastic surgical procedure. The patient was prescribed antibiotics. The patient is reported as recovered.

Manufacturer narrative:
Infection occurred - conclusion: a review of the batch manufacturing records was conducted. Ethicon cannot assure the sterility of this lot because of an equipment failure during processing. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.